Event description:
A peritoneal dialysis (pd) hospital floor rn called technical support with an operational question. She stated the patient was connected to the pd in drain 2 of 3 and that the treatment had stopped. She added that the patient had a seizure and needs to be moved to the intensive care unit (ICU). Her question was; can the cycler be moved with the patient or does the patient need to be disconnected. No additional patient/event information is available at this time.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and additional clarification regarding the reported patient seizure during the treatment. A supplemental report will be submitted once the plant investigation and clinical investigations are complete. This is one of 3 MDR's submitted to document this reported event. Please reference the following MDR numbers: 8030665-2013-00430; 1713747-2013-99915.